Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Omsc found that there were white scratches and bending section blade breaks on the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that a temporary poor contact occurred because the foreign matter was between the electrical contacts of the connector and the video system center. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Olympus repair center could not reproduce the reported phenomenon. A white horizontal line was displayed on the monitor. Wire inside the bending section was frayed. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed on the monitor. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.